Event description:
A male underwent surgery for ventral hernia repair in 2006. The surgimend was implanted at the surgical site to complete the hernia repair. Two months later, the pt returned with a bulge along the incision line. It was determined that the product failed.

Manufacturer narrative:
The production record for this lot was reviewed and everything was in order and all product release specifications were met. At this time, the pt is doing fine. Add'l expiration date: 10/2009.